Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-03513 for the other associated device information.it was reported to boston scientific corporation that a three port through the tube jejunal feeding tube (j-tube) was used during a procedure performed on (B)(6), 2011.according to the complainant, the j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03513). Upon closing the cap the top of the feeding port cracked. This device was removed from the patient. A second j-tube was placed within the patient (the subject of MFR report #3005099803-2011-03514), however, approximately two to two and half weeks later, the feeding port cracked as the patient was being fed. The patient used tape to repair the device and prevent leaking. This tube is still implanted within the patient and being used for feedings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.